Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid/blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported ¿deflation¿ and ¿implant removal from textured to smooth due to the concerns of the product¿. This record is for the right side. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ observed non penetrating nick assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare provider reported ¿deflation¿ and ¿implant removal from textured to smooth due to the concerns of the product¿. This record is for the right side. Device has been explanted and replaced.